Event description:
It was reported that during a lobectomy procedure, the doctor was using the device to separate the middle and lower lobe of the lung. The lung was thin, access and visibility were good. The device was fired. The staples did not form correctly; "they were still like goalposts". But the knife did cut. The doctor oversewed the lung. Another device was opened and fired across the lung. But again, the staples did not form. Both devices are being returned along with a sterile device from the same lot number for analysis. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.